Manufacturer narrative:
B3 date of event is unknown. Additional information will be provided if available. The device was returned to olympus for inspection. Based on the results of the investigation, it is likely that the following led to the malfunction: degradation problem; cause traced to component failure. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
The customer did not report a malfunction. During inspection of the bronchovideoscope, no image and e216 was found. There was no patient involvement.